Event description:
It was reported that the customer having inquiry regarding to a change in foley catheter packs. They had wondered if it was decided by practice development to change the urinary catheter products. They noticed that the current supply of foley catheters did not have the product stickers on the outside and the sterile water for injection 10mls was missing from the packs and both items were required. As these were medical devices inserted into patients, the sticker must be placed in the patient¿s medical chart as a record of device insertion. The sticker includes information about the brand, product type, batch number, size, expiry details etc. The water was needed as part of the insertion technique. It was important to have it packaged together with the catheter, so it was sterile.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The potential root cause for this failure could be unclear or missing printing or user related (eg; incorrect understanding or confusion on printed information). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Syringe of sterile water for balloon inflation female use only. Refer to direct unit label for product content and gender specific use single use only. Do not resterilize. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Consult instructions for use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the customer having inquiry regarding to a change in foley catheter packs. They had wondered if it was decided by practice development to change the urinary catheter products. They noticed that the current supply of foley catheters did not have the product stickers on the outside and the sterile water for injection 10mls was missing from the packs and both items were required. As these were medical devices inserted into patients, the sticker must be placed in the patient¿s medical chart as a record of device insertion. The sticker includes information about the brand, product type, batch number, size, expiry details etc. The water was needed as part of the insertion technique. It was important to have it packaged together with the catheter, so it was sterile.